Manufacturer narrative:
Instrument performance testing was acceptable. Based on the information available, the investigation determined the event was consistent with preanalytical handling issues.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The discrepant results were between the 18-minute application (tnt) of the assay and the 9-minute short turn around time (stat) application (tnt st) of the assay. Patient 1: the tnt result was 143 pg/ml. The tnt st result was 4.89 pg/ml. The tnt result was 5.80 pg/ml. The tnt st result was 4.86 pg/ml. Patient 2: the tnt result was 33.8 pg/ml. The tnt st result was 63.6 pg/ml. The tnt result was 33.4 pg/ml. The tnt st result was 34.6 pg/ml.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). Qc was within range on the day of the event. Multiple sample pipetting errors were observed on the alarm trace data from the day of the event including sample clot and abnormal aspiration messages. The investigation is ongoing.